Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Corrected fields: g3 (correction is being made to previously submitted g3: date received by manufacturer. The correct date was 05/02/2024). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. The legal manufacturer reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes. Where [no obvious deviations, from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was. There was no damage to the area where the foreign material was detected. And it was unknown, if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The suggested events are detectable and preventable, by handling device in accordance with the following instructions for use: detection method in gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection. Preventive measures in gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material. There were no reports of patient involvement.